Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed out of the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported premature deployment was likely due to handling. It is likely that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and prematurely deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1069 was removed and replaced with device code 1562.

Event description:
Return device analysis identified a separated outer sheath and follow up with the account confirmed the separation. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the 90% stenosed, heavily calcified, heavily tortuous cerebral venous sinus. After prep and before use, it was noted that the tip of the 7.0x40 mm absolute pro stent delivery system was bent, the outer sheath of the delivery system was broken and the stent was fully deployed inside the guiding catheter. The physician did not use the device and there was no clinically significant delay in the procedure. No additional information was provided.